Event description:
The following has been reported: "I have received a agilia volumat mc sn: (B)(6). That's been involved in a incident at barnsley hospital neonatal unit. Ivi pump readings taken at 17:00 by student nurse, reading of infused vamin higher than expected informed nurse looking after baby. Pump administered 20 mls in that hour instead of 5.3 mls/hr prescribed. Doctors informed - plan to stop fluids for 3hrs, obtain blood gas u&e and bone profile in 2 hrs time. Blood gas within normal range except glucose which is 12.4. Glucose to be rechecked in 2 hrs with other bloods. Pump changed and old one sent to be check as no known reason as to why fluid infused higher than set dose (or changed ser rate). They have provided times of the incident but the time stamp in the events log on the device is an hour behind. So the incident starts at 16:05 but in the device events log its actually 15:05. I have attached the event log notes that we have received so far, I have asked for the full service report to be sent and will upload them once I have them." Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event was reported. Device log history was reviewed and analysed by local fk technical service. The device was returned to brézins for investigation, device history log was reviewed and pump was tested with the same protocol by our investigator in brézins. First, with device history log, compared to description, the pump had infused successively at 5.2 ml/h, 20 ml/h and again 5.2 ml/h, then recorded volume matches calculated volume, therefore there was no overflow. In the second part, the pumps was tested with the same proctocol, all tests performed are complaint. As per provided quality control certificate, no dysfunction of the device could be found. Our investigator realised that the default parameters for glucose 10% in this pump are at 20ml/h. So if the user does not choose the same therapy, the flowrate will be selected at 20ml/h per default. That's what happened, it was a user error. This complaint is considered as use error. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.